Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The physician reported that a lens implantation failure occurred during the intraocular lens (iol) implantation procedure. Surgery was completed on same day by replacing the product with another unspecified lens. There was no health damage.

Manufacturer narrative:
Additional information has been provided in h.3., h.6., and h.11. The product was returned for analysis, and the reported complaint was observed. The device was received in a plastic bag. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been fully advanced outside the nozzle. Stress and aneurysm observed on the nozzle tip. One haptic is caught in the nozzle tip between the plunger and the nozzle inner wall. The remaining lens was returned outside of the device in a zip lock bag, part of the optic is damaged. Solution is dried on the iol (intraocular lens). The root cause could not be determined. Damage was observed to the tip of the nozzle. The observed damage typically occurs if there is a lack of viscoelastic between the lens and the nozzle lumen and/or if the plunger is not positioned correctly at the trailing optic edge for advancement. This can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the nozzle causing damage or become stuck. Broken haptic tip is observed in the tip of the nozzle between the plunger and the nozzle wall. The plunger position in relation to the broken haptic during advancement cannot be determined. If the plunger is not fully advanced the trailing haptic may not release properly from the device. The reported complaint is lacking in relevant information such as viscoelastic used. Broken haptics may occur: due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds (ophthalmic viscosurgical devices) may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent, and this may inhibit lens advancement. In addition, haptic strength (modulus) decreases as the temperature increases and is more likely to break under stress. ¿ if a straight trailing haptic occurs and it was not properly detected to be out of position. ¿ if the plunger is not fully advanced, the trailing haptic may not release properly from the device. Any of the above listed causes alone, or in combination, may create the reported event. Based on the results from the product history record, the products met release criteria. The product investigation could not identify the root cause for the reported complaint "lens was not coming out as usual" as the iol was returned outside of the device. Due to this, we are unable to confirm the lens and the plunger position for advancement and determine a root cause. Damage was observed to the tip of the nozzle. The observed damage typically occurs if there is a lack of viscoelastic between the lens and the nozzle lumen and/or if the plunger is not positioned correctly at the trailing optic edge for advancement. This can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the nozzle causing damage or become stuck. The product history records confirm that the product met release criteria. / based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).